Event description:
The device result was over 700 mg/dl. The result was not found in memory. Results above 600mg/dl should read hi on the device. The device was replaced and requested to be returned for evaluation.